Event description:
The customer alleged that no alarms were provided for a pt asystole event. The customer also stated that pt treatment was delayed, as there were no alarms to alert staff to the deterioration in the pt's condition. The pt expired.

Manufacturer narrative:
The customer alleged that no alarms were provided for a pt asystole event. The customer also stated that pt treatment was delayed as there were no alarms to alert staff to the deterioration in the pt's condition. The pt expired. The device was tested post incident by the hospital's biomedical engineer and was found to be operating properly. A philips field service engineer (fse) went onsite and conducted tests on the bedside monitor and central station post incident and found both to be performing to specifications. The customer's report identifies that this was a pt with an implanted pacemaker. The available info is consistent with the monitor detecting the pacemaker spikes and with there being no malfunction. Philips has not determined if there was a user error in configuring the pacemaker detection. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).